Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the implant does not charge consistently, they will charge the ins for half hour to 45mins and sometime after half hour 45 mins the ins is still at 20%-40% to charge and does not increase the recharging on the ins and its at excellent recharging quality. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and if the recharger gets hot. Patient stated the rtm gets hot sometime on the paddle and there is no visible damage on the rtm. Ps asked patient to connect the controller to implant and controller showed ins is low / orange and controller is 100% charged. It was also noted patient reported since having the current implant life is not better, life is worse, sometime therapy helps, but not reliable, help is not consistent, sometime it's great, something happens and she is miserable, and she can hardly to walk around, and that goes on for days. The patient also noted they had contacted their manufacturer representative about the controller not powering on and rep called her back and assisted her with fixing the controller and the issue was resolved. Patient stated she could not remember the issue or how it was fixed. A new recharger was requested. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had "no pain control at all" and nothing was working since just after implant date for their current spinal cord stimulator(scs). Pt said they made a rep aware of the issue sometime in 2020-2021 via "messages." The patient was redirected to their healthcare provider to further address the issue. Pt reiterated details of case (B)(4).